Event description:
It was reported that when patient presented in clinic for a scheduled follow up visit, low level, high frequency noise inhibiting pacing was observed on the device and oversensing myopotential issue was suspected. Programming changes and testing were recommended. Physician¿s office elected to not make any programming changes. Patient was stable prior, during and post device interrogation and will be monitored with routine follow up.